Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an right atrial (ra) lead implant attempt the helix would not extended. Multiple rotations were attempted. The physician decided to extend the helix using a stylet that was straight to the atrium. The helix was extended and the lead was fixed. Measurements were good too and thus the lead was connected to the device, and the procedure was completed. No patient complications have been reported as a result of this event.